Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated during investigation. A review of the pump¿s black box revealed rebooting events. There was no damage to or moisture within the battery compartment. The battery cap was found to be undamaged; the battery cap contact dimensions were found to be within specification. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. There was no evidence of damage or defect to the pump¿s internal components. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Manufacturer narrative:
(B)(4). Product analysis evaluation performed on (B)(4) 2014.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.